Manufacturer narrative:
The investigation into the reported thrombus has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that root cause of the patient injury/ swelling in the impella limb was unable to be determined due to limited clinical details. The thrombus was unrelated to the use of impella. Instructions for use notes: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported swelling in the impella5.5/PICC line inserted limb. No intervention was required. On the same day, a mural thrombus was discovered in the patient's left ventricle. While this was not attributed to the device and did not affect performance, the pump was removed out of caution.